Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint. The insulin pump had moisture damage to the lcd board and the mother board. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Event description:
Customer reported his insulin pump was not powering on. He stated there was a blank display on his insulin pump. The customer stated he had already tried several different batteries. Customer's blood glucose was unknown. He also reported that there was no damage to the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.